Event description:
Allegedly implant is visible through opening in skin. Follow-up findings: per physician, extrusion.

Manufacturer narrative:
Device evaluation conclusion: physiological and/or surgical factors may have contributed to the event. Evaluation of the returned device, reportedly the subject of this alleged event, found the device intact and functional. The alleged event of extrusion is not indicative of device failure or manufacturing non-conformance. The exact cause of the extrusion is unknown. However, the potential for extrusion to occur is addressed in the labeling as a potential surgical and/or physiological complication and is not an unanticipated event.